Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU provides warnings and precautions including: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description as well as the physician's comments: "the vessel shape after graft placement tended to be occluded." Images of the anatomy were not returned to assist with this investigation. Based on the physician's comments, this event was most likely caused by the pt's anatomy. We will continue to monitor for similar complaints. The quality engineering risk analysis (qera) is being updated as a result of this complaint. No add'l actions required at this time. The risk priority numbers remain at an acceptable level as a result of this complaint.

Event description:
On (B)(6) 2010, an (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for the procedure and a mainbody and two iliac leg grafts were placed. Type ii endoleak was observed after placement. On (B)(6) 2010, the pt complained of left leg pain. Occlusion of the contralateral (left) leg graft due to kink was confirmed by angiography. The physician tried pta, but a balloon would not advance through the occluded part, thus he performed fem-fem bypass and the blood flow was recovered. The pt was doing fine after the procedure.